Event description:
The MFR's rep reported the pt had a catheter revision done after the catheter was found to be out of place. The pt showed signs and symptoms of an overdose post revision. The pt was hospitalized in the intensive care unit. "Required longer than usual hosp stay." The pt is reported to have recovered and is fine. A follow up report will be sent when additional info is received.